Event description:
On (B)(6) 2011, a care giver for the lay user/patient contacted lifescan (lfs) alleging that on two different occasions, two onetouch ultra2 meters would not power on when the patient attempted to check her blood glucose. On (B)(6) 2011 the medical surveillance specialist (mss) spoke with the lay user/patient's daughter to obtain and verify information. The patient's daughter claimed the alleged issues began with the first meter (B)(4) sometime last year, the date and time is unknown. The patient reportedly manages her diabetes with metformin 500mg and glipizide pills, twice daily and tests her blood glucose in the morning and evenings before meals. On an unknown date/time also last year the patient was experiencing symptoms of "weakness, nausea and sweating" before the alleged issue began. The daughter stated she attempted to test the patient's blood glucose using the subject meter and was unable to due to the alleged issue. She reportedly treated her with orange juice at an unknown time after the alleged issue, but her symptoms did not abate. She stated she gave her a metformin pill approx. 30-40 minutes later, but since she was not getting better she took her to urgent care within an hour. The daughter stated that the patient was tested using a hospital meter (unknown brand) and claimed her blood glucose was high, but couldn't provide a result. The patient was treated with "regular" insulin (unknown dose) was kept overnight and released the next day. The patient reportedly was not able to check her blood glucose when she returned from the hospital, but continued with her usual diabetes management routine and took her pills as normal. The daughter stated her blood glucose was checked periodically at the clinic that she goes to for other health conditions. The patient reportedly obtained a second onetouch ultra2 meter (B)(4) sometime this year from her clinic and claimed the same issue occurred with it when trying to use it for the first time (date/time unknown). The patient reportedly did not develop symptoms or receive treatment due to the alleged issue with the second meter and the daughter stated she purchased another meter (onetouch brand), and was able to use it. At the time of troubleshooting, the cca noted that the meters were new, not previously used. The correct test strips were being used although one lot was expired and the second was close to expiration. Based on the meter's specifications, the battery was not due for replacement and the issues with both meters were resolved over the phone. Replacement products were sent to the patient. This complaint is being reported because although the patient was symptomatic prior to the alleged issue occurring with the first meter, she claimed she was unable to test her blood glucose leading to a possible delay in treatment. The patient was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.